Event description:
A nurse reported to baxter that the patient adaptor was not connected to the titanium adaptor well, when the home patient (hp) changed the transfer set. The hp tried another set and the problem persisted. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to no sample being returned for evaluation; therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.